Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of uterus/ uterine retroversion/ this device was attempted to be inserted in the office but we were unable to visualize the right tubal ostia and place device secondary to severe uterine retroflexion') in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, hives, unspecified noninflammatory disorder of vagina, vaginal bleeding, retroverted uterus and vaginal delivery. Clinical information: breast cancer screening examination: breast screen mammo dig image biuall vws technical: bilateral digital craniocaudal and mediolateral oblique views of each breast were obtained. Additionally, computer-aided detection technology was utilized for this examination. Comparison: none. Findings: no evidence of malignancy is identified on this examination. The breasts are heterogeneously dense. Previously administered products included for an unreported indication: mirena and oral contraceptives. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and ureaplasma infection ("infection (bladder/ urinary tract/vaginal) type: ureaplasma"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal . Discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rubber sensitivity, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, ureaplasma infection, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, rubber sensitivity, ureaplasma infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Essure hysteroscopic sterilization device was placed in each fallopian tube with 7-8 coils being in the middle point of each side. After placement of the device, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: left one not completely blocked. Left one not completely blocked. (B)(6) 2013: both are completely blocked; everything looks good; in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), metrorrhagia ('metorhagia (bleeding b/w periods)'), dyspareunia ('dyspareunia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "malposition of uterus/ uterine retroversion/ this device was attempted to be inserted in the office but we were unable to visualize the right tubal ostia and place device secondary to severe uterine retroflexion" and contraindicated device used "malposition of uterus/ uterine retroversion/ this device was attempted to be inserted in the office but we were unable to visualize the right tubal ostia and place device secondary to severe uterine retroflexion". The patient's medical history included mass, hives, unspecified noninflammatory disorder of vagina, vaginal bleeding, retroverted uterus and vaginal delivery. Clinical information: breast cancer screening examination: breast screen mammo dig image biuall vws technical: bilateral digital craniocaudal and mediolateral oblique views of each breast were obtained. Additionally, computer-aided detection technology was utilized for this examination. Comparison: none findings: no evidence of malignancy is identified on this examination. The breasts are heterogeneously dense. Previously administered products included for an unreported indication: mirena and oral contraceptives. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced abdominal pain. In august 2013, the patient experienced menorrhagia and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2014, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and ureaplasma infection ("infection (bladder/ urinary tract/vaginal) type: ureaplasma"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection ("vaginal infection") and vaginal discharge ("vaginal . Discharge"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rubber sensitivity, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, ureaplasma infection and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, rubber sensitivity, ureaplasma infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013. Essure hysteroscopic sterilization device was placed in each fallopian tube with 7-8 coils being in the middle point of each side. After placement of the device, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2013: left one not completely blocked. Left one not completely blocked. Nov2013: both are completely blocked; everything looks good; in november 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: pt of the event malposition of uterus/ uterine retroversion/ this device was attempted to be inserted in the office but we were unable to visualize the right tubal ostia and place device secondary to severe uterine retroflexion was fine changed from device dislocation to device insertion difficult and device use in patent with contraindicated medical condition [contraindicated device use]. No new follow-up information was received from the reporter.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of uterus/uterine retroversion/this device was attempted to be inserted in the office but we were unable to visualize the right tubal ostia and place device secondary to severe uterine retroflexion') in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, hives, unspecified noninflammatory disorder of vagina, vaginal bleeding, retroverted uterus and vaginal delivery. Clinical information: breast cancer screening examination: breast screen mammo dig image biuall vws technical: bilateral digital craniocaudal and mediolateral oblique views of each breast were obtained. Additionally, computer-aided detection technology was utilized for this examination. Comparison: none. Findings: no evidence of malignancy is identified on this examination. The breasts are heterogeneously dense. Previously administered products included for an unreported indication: mirena and oral contraceptives. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and ureaplasma infection ("infection (bladder/urinary tract/vaginal) type: ureaplasma"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines/headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal. Discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rubber sensitivity, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, ureaplasma infection, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, rubber sensitivity, ureaplasma infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Essure hysteroscopic sterilization device was placed in each fallopian tube with 7-8 coils being in the middle point of each side. After placement of the device, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: left one not completely blocked. Left one not completely blocked. (B)(6) 2013: both are completely blocked; everything looks good; in (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received. Lot number received. New events: abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: ureaplasma, migraines/headaches, abdominal pain were added. Allergic or hypersensitivity reaction updated to latex allergy. New reporters, plaintiffs information added. Concomitant and historical conditions, drugs added. Lab data added. Event deleted-did not have confirmation test performed following insertion of essure micro-inserts nos. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.